Event description:
It was reported that a patient underwent a thyroidectomy in (B)(6) 2021 and suture was used. Post-op, the patient developed a granuloma. The patient underwent re-operation. The patient was prescribed cefazolin. It was stated the patient is allergic. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Surgical wound granuloma, a surgery that was already planned to be done in two times, the patient who is a doctor had to be reoperated. Doctor reported that 02 of the 04 patients are allergic. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Yes, you have pre-secreted cefazolin. What is the lot number? No more batch information, surgery occurred in (B)(6) 2021. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported patient 1 ((B)(4)) and patient 2 ((B)(4)) experienced a granuloma/allergic response. How many total patients experienced a granuloma/allergic response? If additional patients experienced a granuloma/allergic response, please create add files and provide the pc numbers. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Please describe any medical/surgical intervention required for this suture event including dates and results. Was the re-operation performed because of the granuloma? Was the cefazolin prescribed prophylactically? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the reaction from the initial procedure. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Are there any photos available? If applicable, will product be returned? If so, please provide the return date and tracking information. Note: event reported in 2210968-2022-08188, 2210968-2022-08189, and 2210968-2022-08191.